Event description:
The customer reported that a pt complained of abdominal pain during treatment; the physician was notified and the treatment was terminated 26 minutes early. According to facility's registered nurse, this pt came into the dialysis complaining of a two-day history of abdominal pain. She was on the 22nd use of a gambro polyflux 24r dialyzer. Patient's abdominal pain continued during her treatment and she then also complained of epigastric pain and chest pain. A blood sample drawn in the outpatient dialysis unit was unable to be analyzed because it was hemolyzed. The pt was admitted to the emergency room (ER) and admitted to hosp. A blood sample taken in ER was also unable to be analyzed because it was hemolyzed.